Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device change out due to eri. During the procedure, low impedance was noted on the left ventricular lead. The lead was troubleshot using different cables and different configurations but continued to have high thresholds. No issues were seen with the lead under fluoroscopy and at the pocket. The lead was connected to the new device. Programming change was made. Patient was stable.